Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse discovered the white blood cell (wbc) bath was not draining and replaced valve lv-14 to resolve the issue. The unit conformed to the manufacturer's published performance specifications.

Event description:
The customer reported fluid leaked near the aspiration area underneath the unit, involving coulter act diff 12 analyzer. Beckman coulter customer technical service (cts) advised the customer to use proper personal protective equipment (ppe) prior to troubleshooting. The customer had on gloves. The customer cleaned the probe wipe block with household bleach and manually cleaned the count-line with bleach using solenoid functions. The customer performed a start-up, and the baths overflowed. The customer cleaned up the spill with paper towels. The customer restarted the start-up, and there was no overflow; all functions passed. The customer later contacted beckman coulter, inc. And stated the bath overflowed during quality control (qc). The customer stated approximately three to four patient results were generated but were not released out of the laboratory. The customer turned the unit off. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with the fluid leak. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.